Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device switched off during operation with a continuous tone and a a white screen incl. Alarm message. The device immediately activated a continuous high-pitched alarm. The user was able to react in time and provide a replacement device. No health consequences were reported.

Manufacturer narrative:
For the investigation, the information provided including the logbook of the affected carina device with serial no. (B)(6) manufactured in june 2017, was analyzed. The reported event, the stop of the ventilation could thus be traced. The device ran for over 60 minutes in battery mode and triggered an alarm. However, the high-priority alarm described in the IFU (>3min) before the device was switched off was not observed. The frequently used internal battery was at the end of its life cycle and the power supply for the correctly timed alarm was not fully available. The device went into standby with a high-priority alarm. The device then switched itself off and then issued the other high-priority buzzer alarm as specified. There were no health consequences for the patient. If the device switches off during operation and has not been switched off via the main switch, the power failure alarm sounds as a long-lasting buzzer signal. The battery alarms are explained in the operating instructions with details of the recommended measures, where reference is also made to restoring the mains supply as soon as possible. In the event of a complete loss of function, an emergency ventilation valve would open and allow the patient to breathe spontaneously. Ventilation of the patient with an independent ventilator may be considered necessary. Switching on or starting the device in this deeply discharged state is only possible after the mains supply has been restored. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device switched off during operation with a continuous tone and a a white screen incl. Alarm message. The device immediately activated a continuous high-pitched alarm. The user was able to react in time and provide a replacement device. No health consequences were reported.